Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error. This includes applying excessive force to the shortening suture strands and/or tensioning the strands in a direction that is not in line with the bone socket. Such actions may cause the strands to break and impair the ability to fully seat the implant, as stated in the dfu dfu-0147-eor3_fmt_en, section g: precautions, item 1. Directions for use dfu-0147-eo tightrope® devices 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. The complaint allegation was confirmed based on the customer's attached picture. The image showed the device's suture system broken: the white suture appeared frayed, with loose filaments and a knot at the location where the splice used to be, typically indicative of excessive tensioning.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. Due to device contamination, a visual evaluation was conducted. Photographic evidence provided for an ar-1588rt-2j, batch number 15359193, noted that the white sutures were torn. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to user error. This includes applying excessive force to the shortening suture strands and/or tensioning the strands in a direction that is not in line with the bone socket. Such actions may cause the strands to break and impair the ability to fully seat the implant, as stated in the dfu.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture of the device tore during tensioning. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.